Event description:
It was reported that a homechoice device had two blown fuses. This occurred during the first dwell cycle of peritoneal dialysis (pd) therapy). The reporter stated that the back of the device smelled like smoke. The technical services representatives had the home patient disconnect from the hc and advised to use manual supplies to complete therapy. There no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation an internal and external visual inspection identified that the ac power fuses were blown, and the power harness connector was overheated. Review of the event history identified a battery powered message which indicates power failure and blown fuses. Functional power testing indicated the device would not power up. This testing confirmed the reported condition. The cause was determined to be a poor connection at the alternating current component (accomp) board header to the power harness interface. To address this condition the power harness and accomp board were replaced. Should additional relevant information become available, a supplemental report will be submitted.